Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient wants more near vision. Clinical reason being mentioned as near not enough for her mild astigmatism remains. The iol was explanted and exchanged for an unknown monofocal intraocular lens in the secondary implant procedure. Additional information has been requested.